Event description:
A healthcare professional (hcp) reported that the burs were damaged prior to use. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.